Event description:
Systems are not stable: a- non-invasive blood pressure -nibp- is erratic and can turn off unpredictably, b- inconsistent or what appear to be erroneous results from nibp and invasive blood pressure, c- patient procedure records were lost, d- reports failed to print, unpredictably. These systems are used in electrophysiology labs and cardiac catheterization labs.